Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak from the transfer set was reported which is known to cause this alarm. The cause of the leaking transfer set could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of eleven of peritoneal dialysis therapy. A leak from the transfer set was noted at the time of the reported event. The patient disconnected. The technical service representative instructed to cycle the power on the device to clear the alarm. During the follow up, the peritoneal dialysis registered nurse (pdrn) stated that the transfer set leaked and was then replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.